Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. An angiogram revealed some calcification in the abdominal artery prior to impella insertion; however, decision was made to implant the impella. The pigtail was inserted into the long sheath and brought to the left ventricle without issue, but the pump itself got caught in the calcified area and could not be pushed forward. The impella placement was aborted. Extracorporeal membrane oxygenation (ECMO) was inserted instead, and the patient was returned to the ICU.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the events was most likely patient condition based on clinical details of the patient's calcification.

Manufacturer narrative:
H6 medical device problem codes were updated.